Event description:
It was reported that the patient presented to the hospital for a device upgrade. Prior to the procedure, x-ray confirmed that the right atrial (ra) lead was dislodged. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition and was discharged post-procedure.